Event description:
It is reported that it has been assumed the inner pouch was sterile, and dropped onto the sterile field. The surgical field was broken down and new instruments were opened. It is reported that this has occurred in the past as well an unknown number of times.

Manufacturer narrative:
This bone cement is manufactured at (B)(4) and distributed through zimmer orthopaedic surgical products. This report will be amended when our investigation is complete.